Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they gave bolus to their wife and her blood glucose dropped to 42 mg/dl. Customer treated their low blood glucose with food and sugar water. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer reported symptoms as a result of low blood glucose such as sweating and mental confusion. Customer was unable to explain about drive support cap whether it is damage or not. Customer did self test and it was pass. Customer was requested to ran a 3 unit fill cannula and insulin pump delivered 3 units fill cannula without alarms. Customer was unable to do displacement test. No further details given. Insulin pump will not be returned for analysis.